Event description:
On (B)(4) 2012, the patient claimed she was performing a load cartridge step contrary to the instruction for use (IFU) because the patient was connected the subject pump. At the time of concern, the patient received a no cartridge detected warning although the cartridge was completely full of insulin. The patient claimed she was not connected the entire time when the subject pump emptied out all the insulin. Subsequently, the patient felt shaky and hungry while she tested at 41 mg/dl. She was able to administered self treatment with juice. The load cartridge step issue has occurred 3 times this week. The patient is currently on her backup plan and has discontinued insulin pump therapy. There was no evidence of product misuse. The issue was not resolved with troubleshooting. This complaint is being reported due to use error and because the patient had low blood glucose of 41 mg/dl after the load cartridge step issue began.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. After the evaluation is completed, a supplemental report will be filled. No conclusions can be drawn at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4) - device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: during testing, the pump failed to detect the cartridge during the load cartridge step. A force sensor calibration test revealed that the sensor was out of calibration. Completely functionality testing was not possible due to the inability to load the cartridge. Unrelated to the complaint, evaluation revealed a cracked battery compartment, which has no effect on insulin delivery function. The user guide warns that cracks, chips, or damage to the pump may impact the battery contact and/or the waterproof feature of the pump. The pump was opened for further investigation and revealed moisture damage to the power flex and on the force sensor pins.